Event description:
It was reported that the patient was displeased and thought the trial, implant, complications could have been handled better. The patient had a complication during surgery. The implantable neurostimulator (ins) was stated to have worked well for frequency, but the patient started to have pain. The patient went to her urologist and another doctor for the pain. The pain started the day after implant. The patient stated that her device was not on when she was sent home after the surgery. The patient reportedly asked why she was sent home if there was a complication that caused the surgery to go 2 hours longer. The patient then drove to see the doctor the next day and was in so much pain that she ¿passed out.¿ the doctor ¿got the patient¿s device to work¿ and then sent her home. The patient also had a ¿major scar¿ and stated that the ins was on the right side and the lead ¿went toward the left¿ because, the surgeon could not ¿get it into the right.¿ it was noted that 3 years ago, the patient had a mesh tape implanted after a hysterectomy and it caused a lot of pain. A revision was done, but the patient still had frequency. Additional information received reported that the nursing staff told the patient that there was a complication during the procedure, but did not elaborate. The patient asked the doctor if the length of the surgery was the complication and the doctor stated that the procedure took about 30 minutes longer than expected, but that was not the complication. Impedance testing was performed, along with some reprogramming. The impedances were ¿fine¿ at 1 volt on all combinations.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28 lot# va0886t, implanted: 2013 (B)(6); product type lead. (B)(4).